Manufacturer narrative:
A steris service technician arrived onsite to inspect the 16" century sterilizer following the reported event. Contrary to the event, the technician was informed that the employee was not burned or injured; but rather a drop of hot water dripped onto the employee's hand while unloading the test pack. The operator manual (1-1) states, "warning - burn hazard: sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load." The technician spoke with the user facility and confirmed the sterilizer alarmed for "too long in phase". This alarm occurs if the chamber does not reach the set temperature within the allotted time. The user personnel aborted the cycle and opened the door of the sterilizer when a drop of water dripped on their hand. While onsite, the technician identified that the heat exchanger was the root cause of the "too long in phase" alarm. The technician replaced the heat exchanger, tested the unit, and found the sterilizer to be operating according to specifications. A steris account manager has offered in-service training on the proper ppe to wear when working with the sterilizer. In-service training will be provided should the customer accept the offer. This unit is under steris agreement and no additional issues have been reported.

Event description:
The user facility reported an employee was burned by steam while unloading a daily air removal test pack (dart) from a 16" century sterilizer, no instruments were present in the cycle. The facility did not disclose whether medical treatment was sought or administered. No procedure delay or cancellation reported.